Event description:
It was reported that the customer received a no delivery alarm when trying to deliver a bolus. The customer's blood glucose was 274 mg/dl. Troubleshooting could not be done because the customer was not at home and did not have supplies to troubleshoot. Advised customer to do a complete set change as soon as possible. The customer stated that she would call back in order to troubleshoot properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.